Event description:
Received a report from a consumer who advised upon removal of a tampon, the pledget crumbled and fell apart. They were able to remove all pieces without incident. No injury reported.